Event description:
Allergy to silicone fallopian rings which were placed in 1988. Pt began to develop allergic reaction and also complications of uterine fibroids and endometriosis. Laparoscopic removal of rings. Pt had right foot and chest rash also.